Event description:
No additional information was provided.

Manufacturer narrative:
Device evaluation: visual inspection of the returned product showed minor scratches on the nail and it was partially distracted. X-ray images of internal components and functional testing did not apply due to the reported failure. As a part of the investigation the work order was reviewed and confirmed the device passed all inspections. Device records review: review of the device history records indicated that unit met all quality specifications prior to release.

Manufacturer narrative:
Exact implant date was not known but occurred in the first half of 2020. The device has not been returned for evaluation. The root cause is unable to be determined at this time. If any additional information is provided, a supplemental report will be submitted.

Event description:
Information was received that a revision procedure was performed due to an infection which occurred during device latency/bone consolidation.